Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed possible atrial lead oversensing on electrograms stored as atrial arrhythmia episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed possible atrial oversensing on electrograms stored as atrial arrhythmia episodes. It was further reported that the oversensing was determined to be caused by 60 cycle electromagnetic interference from an external source with the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.